Event description:
Account reported that injection site on top of buretrol "pulled away" during injection of an antibiotic using a blunt plastic cannula. Reporter stated that there was no patient injury nor medical intervention required as a result of reported condition.